Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was received: we received the information that the sales rep was informed that one of the code sutures (from the same box) had broken on several times. This was neither documented nor were the broken sutures preserved, nor was the sales rep notified in a timely manner; consequently, the surgical nurses are unable to provide more detail about user nor event dates thus new complaint has been created to cover the ambiguous reporting (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, suture broke while tying the knot. No patient consequences. No adverse patient consequences were reported. Additional information was requested.